Event description:
It was reported post op an adjustable band implanted patient reported no restriction a few days after a fill. A fluoroscopy was performed on (B) (6) 2009. The band was leaking at the tubing and the connector. Spoke with the patient and she advised that the band replacement surgery has been scheduled for (B) (6) 2009.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device remains implanted.